Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to stiffness; age at primary:(B)(6); side: r; primary asa: p2- mild disease not incapacitating l revision njr index no: (B)(4); sex: m; primary bmi: 32 .